Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an adc device scan result of 3.2 mmol/l at around 1 am, and it is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with an unspecified medication; however, the customer persistently received an unspecified low adc device scan result. The customer eventually experienced vomiting and a symptom described as "feeling nearly sick". At around 7am, the customer then obtained a blood glucose reading of 26.9 mmol/l on a competitor brand meter device compared to a sensor scan result of 2.8 mmol/l, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer was then brought in a hospital where the customer received insulin (dose/type unspecified) and water provided by a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event. An adc device scan result of 3.2 mmol/l was compared to a competitor brand meter device reading if 26.9 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an adc device scan result of 3.2 mmol/l at around 1 am, and it is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with an unspecified medication; however, the customer persistently received an unspecified low adc device scan result. The customer eventually experienced vomiting and a symptom described as "feeling nearly sick". At around 7am, the customer then obtained a blood glucose reading of 26.9 mmol/l on a competitor brand meter device compared to a sensor scan result of 2.8 mmol/l, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer was then brought in a hospital where the customer received insulin (dose/type unspecified) and water provided by a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event. An adc device scan result of 3.2 mmol/l was compared to a competitor brand meter device reading if 26.9 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.